Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03404. It was reported loss of aspiration occurred. During a thrombectomy procedure in an av fistula, the physician selected the use of an angiojet solent proxi catheter. Aspiration was started when a check saline error occurred and stopped aspiration. The catheter was switched out for another one and the same thing occurred. No patient complications were reported and the patient was fine.